Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned for implantation in a patient for the endovascular treatment of a 75mm diameter thoracic aortic aneurysm. It was reported that during the index procedure the surgeon tried to advance the device up the patients left side but the device would not advance. The right side was dilated to attempts to advance the device this side but it could not be advanced on the right either. The surgeon felt that the hydrophilic coating had come off the delivery system. It was noted that the physician had activated the hydrocoating as per the IFU with a saline soaked gauze. A new valiant stent graft was opened and was successfully deployed via the patients right side and the procedure completed. As per the physician, the cause of the event was anatomy related due to calcified vessels. No additional clinical sequelae were reported and the patient is fine.